Event description:
It was reported that the 9800 sys had an artifact in the image prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was repaired during the svc call. The system was tested and found to be working as intended and put back into svc.